Event description:
After the first balloon dilator ruptured, another was passed up to field. This time, upon deployment, the balloon separated from the entire device and migrated to the patient's stomach. The surgeon had to use the esophagoscope to travel down and grasp the balloon from the patient's stomach. According to surgical qa follow-up with the surgeon - the surgeon said he had 1 balloon rupture during dilation and another broke as he was trying to extract it from the endoscope which can be quite hard and puts a lot of shear stress on the balloon as the passageway is very narrow for it to traverse. He thinks the quality is not as good as the previous balloon company.